Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The analysis revealed that the reported ablation procedure may have been conducted between 09:50 am and 12:16 pm, as indicated by the manual deactivation of tachycardia detection. Additionally, device resets were documented during this period, suggesting that interference from the ablation procedure may have occurred. The root cause of the reported vf is not determinable based on the data available for analysis. It is likely attributed to coupling of high rf energy from the sphere-9 catheter into the ICD system, with modulated signals propagating via the ICD lead to the lead tip and into the myocardium, potentially triggering vt/vf episodes. Please note that a field safety notice has been issued by medtronic, providing relevant recommendations that should be taken into consideration when performing rf ablation using the sphere-9 catheter on patient implanted with biotronik icds and crt-ds.

Event description:
During an affera system ablation (rf only), unexpected vf ventricular fibrillation occurred, accompanied by pectoral muscle stimulation at the time of delivery. Device currently remains implanted. Should additional information be received, this file will be updated.